Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the right side. The device was explanted and it is unknown if the device was replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2a, d2b, d4, g2, g4.

Event description:
Patient reported "rupture". This record is for the right side. The device was explanted and it is unknown if the device was replaced.